Event description:
It was reported that the ilet user experienced persistent hyperglycemia, with glucose readings of approximately 400 mg/dl, 398 mg/dl, and a fingerstick of 485 mg/dl despite a recent full supply change, and the spouse planned another full change without requesting further assistance. Symptoms included no reported clinical symptoms. Outcomes included no reported medical intervention or hospitalization. Investigation included troubleshooting and education provided by the agent. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.